Event description:
On march 5, 2008 a clinical incident involving a magnum2 knotless implant was reported to arthrocare corp. It was reported that during an arthroscopic rotator cuff repair the anchor had pulled out. To complete the repair, the surgeon converted to a mini-open procedure. The surgery was completed without further incident.

Manufacturer narrative:
The exact date of event was not reported. An approximate date of event was provided. The device was returned for investigation. From the visual examination performed for the device, it appears the anchor may have been over-tensioned. Additionally it appears that the depth of the drill hole may have been insufficient as evidence by the body of the anchor being bent. Based on the condition of the returned product, the failure mode can not be confirmed or reproduced; however it is suspected that over-tensioning and the depth of the drilled hole may have contributed to the anchor pulling out. In addition, a review of the lot history record for lot #117223 was performed and it was confirmed the lot met all specifications. Ref: arthrocare MDR faxed to FDA 4/9/2008.